Event description:
The patient reported a historical hyperglycemia event that occurred in mid (B)(6) 2025 while wearing a pod on the arm for approximately 5 to 24 hours. For reporting purposes, the occurrence date was assigned as (B)(6) 2025, based on the patient¿s estimation. The patient stated being at a party when the patient began being high, with blood glucose increasing significantly. To address the elevated glucose, the patient administered a manual 3-unit insulin injection and went for a one-mile walk, which temporarily lowered glucose levels. The glucose subsequently rose again, prompting the patient to go to the hospital. Upon arrival, the patient continued being high and had ketones present. The patient reported glucose levels ¿way above 13 mmol/l¿ (>234 mg/dl), and possibly higher. Hospital staff advised the patient to keep the pod on because intravenous insulin was not being administered. After several hours, glucose began to improve, which the patient attributed to the earlier manual insulin injection, and the patient was discharged. The following morning, the patient awoke feeling very unwell with glucose again described as ¿sky high¿ and well above 13 mmol/l (>234 mg/dl). The patient returned to the hospital and was admitted for three days with a diagnosis of diabetic ketoacidosis. The patient stated that no specific treatment beyond monitoring was provided; the pod was removed and replaced with a new one. The patient alleged that the pod had stopped working and that no basal insulin was being delivered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis/hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.